Manufacturer narrative:
(B)(4). Date sent: 6/24/2024. D4: batch # unk. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: "1. Please provide more details for ""clip fell off"" 2. Did the device drop or eject clips? 3. Did the clip not hold on the vessel or tissue once placed? -not hold on the vessel or tissue". This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown surgery, clip fell off . Changed to a new device to complete surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 7/25/2024. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: batch # a9dc8j. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the mcm20 device was received with the cartridge cover damaged and the piece broken was not returned. In addition, the tyvek was returned along with the instrument. Due to this condition, no functional testing could be performed to evaluate the reported incident. Three (3) clips were found inside clip track. However, it is known from the history of the device that the cartridge cover damaged condition may lead to dropping or ejecting clips. The event reported was confirmed and it is related to improper use of the device. A possible cause for the damages found is excessive force applied over the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.